Event description:
Boston scientific received information that this right ventricular lead was repositioned due to lead failure. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made but none was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.